Event description:
Clinic notes were received for a vns patient and in review of the ¿past medical history¿ section there is documentation that the patient was previously hospitalized for aspiration pneumonia. Attempts for additional information have been made, but no further details have been received to date.